Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 27-apr-2023. H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and functional draw testing with water and the indicated failure mode for clogged with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to clogged as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clogged. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using the syr abg preset 3(1.6) ll 23x1 ce that there was insufficient blood flow through device. The following information was provided by the initial reporter: the customer reports the following problem: 'once the artery is taken the blood does not rise and the syringe will not fill. Syringe". A second device was used to perform the sampling. Impact on the patient/hcp/impact on the user: another sampling had to be performed by re-pricking the patient again. Sample will be sent by bd rep.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the syr abg preset 3(1.6) ll 23x1 ce that there was insufficient blood flow through device. The following information was provided by the initial reporter: the customer reports the following problem: 'once the artery is taken the blood does not rise and the syringe will not fill. Syringe". A second device was used to perform the sampling. Impact on the patient/hcp/impact on the user: another sampling had to be performed by re-pricking the patient again. Sample will be sent by bd rep.